Event description:
The carto mapping system would not recognize the catheter. The catheter was exchanged with a new one and the problem was resolved.manufacturer response (as per reporter) for catheter - ablation, navistar thermocool:awaiting response.